Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patent weight not available for reporting. Date of event: unknown. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4): revision surgery that was required and performed, there were no issues with the hardware or the cage. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was treated for a traumatic l3 burst fracture on (B)(6) 2016. The patient was treated posteriorly with a l2-l4 (skip l3) fusion with synthes universal spine system (uss). The patient then had a l3 corpectomy and was instrumented with a synthes synex cage. At an unknown point in time, the synex cage subsided through the l4 endplate and into the l4 vertebral body. Surgeon. On (B)(6) 2016 the surgeon performed the revision. Stage 1 of the revision was the posterior revision. The surgeon removed the posterior (uss) construct (l2-l4). He replaced the l2 and l4 screws, and placed new screws at t12, l1, l5, and s1. He then placed new rods and successfully completed the posterior part of the procedure. There were no issues with the (uss) hardware from the (B)(6) 2016 procedure. The surgeon then performed stage 2 of the revision ¿ the anterior part of the procedure. The surgeon accessed the synex cage. He then collapsed the distraction of the cage. He then repositioned it as far anterior as possible and distracted it to engage the end-plates. He elected to use the same cage because he liked the position of the cage. The procedure was successfully completed. There were no issues with the cage. It had just subsided into l4. O n(B)(6) 2016 -- no allegation of deficiency was identified for part numbers 498.745, 498.750, 498.104, 498.003, 498.010 that is related to the identity, design, quality, durability, reliability, safety, effectiveness or performance of a synthes device that may have caused or contributed to this reported event. Therefore, it does not meet the criteria for a complaint [21cfr820.3 ] and will not be entered as reportable. If additional information becomes available, the event will be re-assessed and processed accordingly. There is 1 device associated with this complaint. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.